Event description:
The customer reported via phone call that the insulin pump had been shutting off. The customer explained that the insulin pump would beep three times and then alarm failed battery test or weak battery. The customer's blood glucose was unknown. The customer stated that he was unable to clear the alarm. The customer confirmed that the battery compartment and spring looked fine. The customer further mentioned that she used a (B)(6) battery and was then advised of the recommended battery type for the insulin pump. The customer was advised that a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.